Event description:
It was reported that the patient was undergoing an open heart surgery when the atrial lead dislodged. Attempts to reposition the lead were unsuccessful. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.